Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken and detached at 11 feet and 9 inches from distal tip near connector; the length of second piece including the connector is 5 inches; the glass distal tip appears in good condition; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the outer jacket appears stretched at break locations on both pieces. Probable root cause: based on the device analysis, the probable root cause of the failure is excessive bending.

Event description:
It was reported that the fiber stopped by surgery start. The procedure was completed using a second fiber. There was no injuries to the patient reported.